Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic with complaints of dyspnea, dizziness and syncope. It was noted that right atrial lead and the right ventricular leads exhibited noise over-sensing which resulted in pacing inhibition. The issue of the pacemaker is not known. The pacemaker was explanted, and the leads were capped on (B)(6) 2024. The entire system was replaced. The patient is recovering.